Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Intermittent low out of range shock impedance measurements were also noted. The rv lead was noted to an old chronic pericardial patch. Boston scientific technical services (ts) discussed it could indicate electromagnetic interference (emi). Device replacement was recommended. This device was explanted and returned for analysis. During the procedure when the defibrillation patch was plugged into the new ICD, high out of range shock impedance measurements were observed, so the pericardial patch was surgically abandoned.